Event description:
The following has been reported: unit alarming at the end of infusion stating service needed. A preliminary review of the logs could not be performed as the log files were not available. The device was returned for an undetermined failure. New logs were pulled and reviewed; they indicated a history of sticky pins failures. The fva pins were noted to have some excessive drag. An internal investigation found there was excessive contamination buildup on the fva pins. A cleaning was performed and drag was resolved. New lip seals are to be installed. It was also found all 3 screws used to hold the pneumatic plate into the handle were not present. New screws were installed to replace the missing ones. Reporting as a conservative measure for the av sticky valve identified during investigation. No adverse effects were reported.